Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and medical records have not been provided. A sample was not returned for further evaluation. No lot number was provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided by the patient's attorney, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents the bard/davol ventralex (device 1). The patient's attorney made no allegations related to the bard/davol ventralex st. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015 - the patient underwent surgery for implant of an unspecified bard/davol ventralex (device 1). On (B)(6) 2016 - the patient underwent surgery for implant of an unspecified bard/davol ventralex st. As alleged, the patient is making a claim for an adverse patient outcome against the ventralex (device 1). As reported, the patient's attorney alleges a general claim related to the ventralex (device 1) "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained."

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015 - the patient underwent surgery for implant of an unspecified bard/davol ventralex (device 1). (B)(6) 2016 - the patient underwent surgery for implant of an unspecified bard/davol ventralex st. As alleged, the patient is making a claim for an adverse patient outcome against the ventralex (device 1). As reported, the patient's attorney alleges a general claim related to the ventralex (device 1) "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained." Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with incisional hernia thereby underwent open repair with the implant of ventralex mesh (device #1). Per operative notes, ¿the ventral hernia was repaired using ventralex mesh (device #1) which laid flat on the abdominal wall and secured using sutures.¿ (B)(6) 2016 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with the removal of ventralex mesh (device #1) and implant of ventralex st mesh (device #2). Per operative notes, ¿the recurrent incisional hernia was in the supraumbilical location. The scar was excised, and a wadded-up piece of mesh (device #1) was seen in subcutaneous area was removed. Hernia sac was encountered, and the fascial defect was identified. A ventralex st mesh (device #2) was placed in the preperitoneal space and tacked with sutures.¿ attorney alleges that the patient had adhesions, mesh shrinkage, pain and hernia recurrence.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and medical records have not been provided. A sample was not returned for further evaluation. No lot number was provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided by the patient's attorney, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 6 months post implant of ventralex mesh, patient was diagnosed with hernia recurrence, scar tissue and material deformation thereby underwent repair with removal of mesh. Per op notes, "a wadded up piece of mesh was seen in subcutaneous area." The instructions-for-use supplied with the device list hernia recurrence as a possible complication. Review of manufacturing records shows product was manufactured to specification. Note, the manufacturing date (15-may-2014) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned